Event description:
The customer reported no audi from their mx40 device. There was no report of pt harm.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.